Manufacturer narrative:
The device has been received by anspach. The device was tested and the reported condition was duplicated. Evidence indicates this is due to usage wear over time. The reported condition was confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
This is report 2 of 2 for the same event. Report received from the USA stating that the motor device, when in use with a foot control device, made "popping sounds" and then air came out of the motor device. The reporter stated that after the sound from the motor device, it was observed that the foot control device had "air coming out of the vent area". The devices were being used in a hemi laminectomy procedure on an animal pt. No injuries or medical intervention were reported. There was no additional info provided.